Manufacturer narrative:
The insulin pump passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump was received with cracked case at the display window corners. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels. Customer stated that he already ran a self test on the pump. Time, date, and basal rates are correct. Customer stated that he does not use the bolus wizard. Alarm history and bolus history were reviewed and found to be correct. Customer did not have tubing clamps and will call back once he receives the clamps. Customer later called in stating he had crazy readings. Customer's blood glucose level was 315 mg/dl. Customer took a manual injection and stated that he had symptoms of high blood glucose levels such as irritability. Customer also stated that he did not contact his health care professional about his pump. Customer gave 40 units with manual injection. Customer performed the high pressure test and the test failed test. Insulin will need to be replaced. Customer mentioned he was hospitalized back in (B)(6) for the same issue. No additional information provided.